Event description:
A hospital in (B) (6) reported via the distributor, that the pressure line elbow of an rt206 breathing line elbow of an rt206 breathing circuit had detached. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the pressure line of the returned device was visually inspected for a detached elbow. Results: the pressure line elbow inserts into the breathing circuit to provide pressure feedback in the pressure line to the ventilator. No glue could be seen that holds the elbow in place. A lot check showed this to be the only complaint device received in this lot for a detached elbow. Conclusion: no glue was applied during production causing the elbow to detach when in use. (B) (4).